Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. Calibration and qc were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, cl for gen.2 results for four patient samples with the cobas 8000 cobas ise module. Sample ID (B)(6) : the initial na result was 128.08 mmol/l. The repeated result was 138.29 mmol/l. The initial cl result was 91.99 mmol/l. The repeated result was 102.38 mmol/l. Sample ID (B)(6): the initial na result was 132.01 mmol/l. The repeated result was 138.92 mmol/l. Sample ID (B)(6): the initial na result was 131.32 mmol/l. The repeated result was 140.20 mmol/l. Sample ID (B)(6): the initial na result was 129.5 mmol/l. The repeated result was 139.66 mmol/l. The initial cl result was 94.44 mmol/l. The repeated result was 104.93 mmol/l. The questionable results were not reported outside of the laboratory. The na electrode lot number was m19. The cl electrode lot number was d27. The expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.